Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Since part and lot numbers have not been received a device history record review could not be completed. These devices are used for treatment surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that this patient had a fair harris hip score. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: catalog #unk, unknown femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised due to multiple dislocations.